Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims she was using a heating pad in bed and fell asleep. When she awoke, her leg was hurting and she moved the heating pad on top of the blanket. She is alleging that when she awoke a few minutes later, the heating pad was on fire. She is also alleging that she received a burn to the back of her leg.